Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that the blood pump rotor roller guides of the 2008t machine came loose and damaged the (non-fresenius) bloodlines during a patient's hemodialysis (hd) treatment resulting in blood loss. Additional information was obtained during follow-up from the user facility charge nurse. The machine alarmed approximately 2h45m minutes after the initiation of the patient treatment (with a 3h15m runtime) with an arterial pressure alarm. The staff identified breakage in the non-fresenius bloodlines from the blood pump rotor and there was blood shooting out from the lines. The patient¿s estimated blood loss (ebl) was approximately 150 ml. The patient did not experience a serious injury or require medical intervention. Treatment ended for the day with approximately 30 minutes remaining. The biomed stated that the blood pump rotor was replaced to resolve the reported issue. The machine has been returned to service. The complaint sample is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Correction: a1.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that the blood pump rotor roller guides of the 2008t machine came loose and damaged the (non-fresenius) bloodlines during a patient's hemodialysis (hd) treatment resulting in blood loss. Additional information was obtained during follow-up from the user facility charge nurse. The machine alarmed approximately 2h45m minutes after the initiation of the patient treatment (with a 3h15m runtime) with an arterial pressure alarm. The staff identified breakage in the non-fresenius bloodlines from the blood pump rotor and there was blood shooting out from the lines. The patient¿s estimated blood loss (ebl) was approximately 150 ml. The patient did not experience a serious injury or require medical intervention. Treatment ended for the day with approximately 30 minutes remaining. The biomed stated that the blood pump rotor was replaced to resolve the reported issue. The machine has been returned to service. The complaint sample is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: although it was stated that the complaint device was available to be returned, to date no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation determined that there is a causal relationship between the objective evidence and the alleged event; the alleged event is confirmed.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that the blood pump rotor roller guides of the 2008t machine came loose and damaged the (non-fresenius) bloodlines during a patient's hemodialysis (hd) treatment resulting in blood loss. Additional information was obtained during follow-up from the user facility charge nurse. The machine alarmed approximately 2h45m minutes after the initiation of the patient treatment (with a 3h15m runtime) with an arterial pressure alarm. The staff identified breakage in the non-fresenius bloodlines from the blood pump rotor and there was blood shooting out from the lines. The patient¿s estimated blood loss (ebl) was approximately 150 ml. The patient did not experience a serious injury or require medical intervention. Treatment ended for the day with approximately 30 minutes remaining. The biomed stated that the blood pump rotor was replaced to resolve the reported issue. The machine has been returned to service. The complaint sample is available to be returned to the manufacturer for physical evaluation.